Manufacturer narrative:
Addendum to d.4 lot number: 1180220. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported via company representative requesting a "credit for a defective revolve® system." The status of the device is unknown. Healthcare professional subsequently reported "felt as thought the mesh had a hole or the mesh was not on correctly and his fat was being sucked out of the bottom. Healthcare professional additionally reported "the issue was noted during the rinsing stage, when fat was noted in the waste container and not trapped in the revolve system for patient use. Approximately 400cc of fat was wasted." "The patient did not receive the full benefit of the procedure."